Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional information for further investigation was requested but not provided. The calibration was within range, but low for calibrator 2. The roche quality control was within specifications on the day of the event, but the customer's own quality control material was out of range on some days. There was no reagent issue evident. The patient's sample was measured in a secondary tube with an inner diameter smaller than recommended.

Event description:
The customer alleged they received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) results on their e601 analyzer. The samples were processed by the customer's rsa pre-analytical device. The first patient's initial hcgb result was 0.259 miu/ml. The sample was repeated and the result was 0.284 miu/ml accompanied by a data flag. On (B)(6) 2014, the first patient's sample was repeated and the results were 42.89 miu/ml accompanied by a data flag and 41.48 miu/ml accompanied by a data flag. On (B)(6) 2014, the second patient, a (B)(6) female, had an initial hcgb result of 2.87 miu/ml accompanied by a data flag. The second patient's sample was repeated and the results were 482.2 miu/ml accompanied by a data flag and 481.9 miu/ml accompanied by a data flag. The field service representative went on site and replaced the measuring cell. On (B)(6) 2014, the third patient, a (B)(6) female, had an initial hcgb result of 19.44 miu/ml accompanied by a data flag. The sample was repeated and the result was 1282 miu/ml accompanied by a data flag. The positive hcgb results were reported outside the laboratory. There were no adverse events. The hcgb reagent lot number was 175098. The expiration date was requested but not provided.